Event description:
The customer reported the ventilator restarts intermittently. The manufacturer's field service engineer (fse) clarified that the ventilator continually restarts until the device shuts down and goes vent inop. The customer reported there was no patient involvement.